Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the touch pen was out of calibration and unable to calibrate. It was also noted that a floppy disk was stuck in the drive. The drive was damaged due to the metal from the disk jammed in the drive. Product ID 2067 radiofrequency head.

Event description:
It was reported the touch pen needs calibration and a floppy disk is stuck in the floppy disk drive. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.